Event description:
It was reported that a physician's (B)(6) handheld device was freezing on the interrogation screen. According to the site, they did not know when this occurred as the handheld was found with a frozen screen when the physician went to use it. The site performed a hard reset which resolved the issue and interrogation could be performed without any problems. The handheld began freezing more often so the site requested a replacement. A replacement handheld was sent and the (B)(6) in question was returned for product analysis. Device eval has not been completed at this time.